Event description:
In 2003 the end-user called disetronic, USA and stated that they have been hospitalized for infection at infusion site at medical center. Six days later maersk medical a/s received the complaint. No sample was returned.